Event description:
Event description cpi received information that the physician elected to explant this implantable cardioverter defibrillator (ICD). At the procedure it was noted that the battery seemed to deplete fast in comparison to other mini iii devices.